Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis when the clinic was called to get approval to duplicate a previous order. The pdrn stated there was no known contamination. Follow-up with the patients¿ pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6)2025, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown, however she was confident it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd at home without reported issues and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient has peritonitis when the clinic was called to get approval to duplicate a previous order. The pdrn stated there was no known contamination. Follow-up with the patients¿ pdrn confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results not provided) were collected, and the patient was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, durations, frequencies not provided). The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6)2025, and the patient¿s antibiotics were continued. The pdrn stated the cause of the peritonitis is unknown, however she was confident it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd at home without reported issues and is recovering from the serious adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, the pdrn reported serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in approximately 20% of all peritonitis cases, no organism is identified. Instead, physiological factors (i.e., elevated cell count, abdominal pain) are used to identify the infection. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as evidenced by its continued use by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.